Manufacturer narrative:
Additional info has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that it was unclear what happened to the pt but with their return they had broken the distal stem of the restoration modular.